Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
It was reported that there was a screen issue. The ECMO was initiated on 2023-08-09. On day 11 of the treatment ((B)(6) 2023) the entire cardiohelp screen went completely white/blank. The screen was not responding. Therefore, the cardiohelp was exchanged. No physical damage was observed on the device. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-03-27. The fst confirmed that the touch panel was white but responsive. The fst further confirmed they could hear feedback noises when the touch panel was touched. The fst observed the touch panel components prior to repair. According to the fst, the cables between the backlight and hmi board were not well connected. The cables were re-seated, but the screen was still displaying white, confirming the failure was with the hmi board. The user interface hardware kit, the touch panel components, were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were requested but could not be provided as the service interface is not available while the screen is white and unresponsive. All parts of the defective touch panel were requested back for further investigation by the getinge life cycle engineering (lce). Within the touch panel components the following is included in the kit: hmi board, led backlight inverter board, assembly touch foil & display. Due to the nature of the repair, the assembly touch foil & display could not be investigated. During disassembly, the assembly touch foil & display is destroyed. A spare part of the assembly touch foil & display was used for investigation. The hmi board part was tested by the lce. The failure could not be reliably replicated. The failure was inadvertently replicated once but could not be repeated by the lce. The hmi board was further tested for 15 days. The lce simulated the loose connection and performed stress testing on each part. The failure could not be reproduced. As the failure could not be reliably reproduced, an exact root cause could not be determined by the lce. A possible root cause was determined with the investigation results. The most probable root cause is a sporadic malfunction of the cable between the hmi board and the assembly touch foil & display. An issue on the hmi board would have caused a system reboot and this type of error would have produced an error log within the logfiles. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. The review of the non-conformities has been performed on 2023-09-04 for the period of 2021-02-23 to 2023-08-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-02-23. Based on the results the reported failure " screen went completely white/blank " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was a screen issue. The ECMO was initiated on 2023-08-09. On day 11 of the treatment ((B)(6) 2023) the entire cardiohelp screen went completely white/blank. The screen was not responding. Therefore the cardiohelp was exchanged. No physical damage was observed on the device. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2024-03-27. The fst confirmed that the touch panel was white but responsive. According to the fst, the cables of the hmi board were not well connected. The cables were re-seated, but the screen was still displaying white. The user interface hardware kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.